Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted during test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for high blood glucose and no delivery alarm. Blood glucose was 400 mg/dl. Customer declined troubleshoot for high blood glucose. Customer treated high blood glucose with treated with manual injections. Customer reported that set, reservoir and insulin are being changed every 2-3 days. Customer states the tubing is not bent or kinked. Customer reported that troubleshooting completed within the previous svns. The insulin pump will be returned for analysis.